Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, a right ventricular (rv) lead integrity alert (lia) was triggered for sensing integrity counter (sic), high impedance variations, high defibrillation impedance, and noise. Oversensing was able to be replicated with pocket manipulations. In addition, the rv lead exhibited cross talk, unstable capture, and unstable sensing. It was felt that there was a possible implantable cardioverter defibrillator (ICD) set screw connection issue with the rv lead. An x-ray showed that the lead pin was past the set screw. Initially, device detections were turned off and the ICD was reprogrammed to aai until a revision could be completed. During the revision, a lead tug test was performed and the rv lead came right out. The lead was reinserted into the ICD and tested normal. Both the rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.